Manufacturer narrative:
The pump was successfully exchanged and the pt remains ongoing on lvad support without any further issues reported. The MFR is attempting to acquire the explanted device for further evaluation. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
Device evaluation: the evaluation revealed the presence of depositions within the returned heartmate ii pump. The pump was returned assembled with the percutaneous lead (lead) cut approximately 2 inches from the pump housing and the remainder of the lead was not returned. All parts of the sealed inflow conduit, approximately 5 inches of the sealed outflow graft, and the outflow graft bend relief were returned. The inlet elbow and outflow elbow were both returned attached to the pump. The evaluation of the pump revealed depositions in the inflow knitted graft, inlet elbow, outflow graft, inlet stator, outlet stator, blood tube, rotor blade, and rotor body. These depositions appeared to have been exposed to a fixative agent (e.g. Formaldehyde or glutaraldehyde) prior to being returned, and as result, the composition of the depositions and the duration of their presence in the pump could not be conclusively determined. The depositions in the inflow knitted graft and inlet elbow appeared to be fixated blood. The deposition in the outflow graft appeared to be a mix of fixated lining and blood. The deposition in the inlet stator, outlet stator, blood tube and rotor appeared to be fixated denatured blood. It is possible that the blood denatured while the pump was in operation due to a low flow condition; however, the duration of its presence in the pump and the specific cause for its development could not be conclusively determined. Furthermore, the cause of the low flow condition could not be conclusively determined. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope, and no abnormalities were observed. The returned portion of the lead extending from the pump housing was tested for continuity and all wires were found to be electrically intact. The pump was cleaned, reassembled, and functionally tested under loaded conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values comparable to what was recorded during the manufacturing process, and the pump functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The (B)(4) user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: pump hemolysis/thrombosis and pump stoppage.

Event description:
The pt was implanted with a left ventricular assist device (lvad) the vad coordinator reported that the pt was readmitted to the hospital with a lactate dehydrogenase (ldh) level of 1889 u/l and an international normalized ration (inr) of 2.4. The pt's insurance reportedly lapsed and the pt was unable to refill some of her medications. The pt was asymptomatic. An echocardiogram (echo) revealed a dilated left ventricle with reduced ejection fraction. The aortic valve was seen to be opening fully with each cardiac cycle and trace aortic regurgitation (ar) was observed. The echo also detected normally functioning mechanical prosthesis in the mitral position with a mean gradient of 5mmhg. There was no indication of mitral regurgitation (mr), but mild tricuspid regurgitation (tr) was noted. The pt had a pulmonary artery.